Manufacturer narrative:
Device evaluation: examination of the returned pump upon disassembly revealed a pink, soft deposition in the lumen of the inlet elbow. The deposition was adhered to the textured blood-contacting surface and appeared to have developed in this area, but was not laminated and did not appear to significantly occlude the blood flow path. No other deposition was found inside the pump. A correlation between the thrombus and the reported infection and a specific cause for its development could not be conclusively determined. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. Infection and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years, 7 months. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient presented to the hospital on (B)(6) 2016 with unspecified signs of infection. A CT scan showed an infection of the driveline and the pump pocket. Antibiotic therapy was started. A control CT scan 2 days later showed a pseudoaneurysm in the area of the apical cannulation. A decision was made to explant the infected system, remove the parts of the ventricle with the aneurysm, and implant a new left ventricular assist system. No further information was provided.